Event description:
The customer reported having high blood glucose and getting no delivery alarms as well motor error alarms. The blood glucose reading was 412mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and the no delivery alarms were recurring. The infusion set was changed and the alarm was resolved. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after battery installation. The device was received with operating currents within specification. Unable to prime during the prime test and the device alarmed motor error during rewind as a result of a loose/protruded drive support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the prime anomaly. The unit was received with cracked case at the display window corners, reservoir tube and battery tube threads, scratched screen, missing end cap sticker.